Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 591 mg/dl at the time of incident and 600 mg/dl was current blood glucose level. Customer also stated that their other blood glucose was went down on 571 mg/dl. The customer experienced symptoms such as headache and irritation. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.